Manufacturer narrative:
There are no indications that the occurrence is a result of mfg or component failure. The event is known to occur, based on known facts for titanium implants intended for osseointegration.

Event description:
Pt called clinic on (B)(6) 2011, concerned about loose abutment. Pt seen on (B)(6) 2011, and physician observed pt remove loose 6 mm abutment attached to 4 mm implant. Physician suggested covering implant with cover screw and let osseointegrate longer, but pt elected to return to operating room for revision sx to reimplant second implant (date unk at this time).